Manufacturer narrative:
E1-initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection of the device revealed it was returned with no packaging. There were no issues or damages found with the hypotube shaft profile. Visual examination of the shaft polymer extrusion did not identify any damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. The inner wire lumen was bunched and stretched, 4.9cm from tip of the device with the outer lumen punctured through, 5.2cm from the device. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 16dec2024. It was reported that the package was damaged. The 85% narrow stenosed anterior descending branch. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the package was damaged. The procedure was completed with another of same device. No complications were reported, and patient is stable post procedure. However, device analysis revealed that the outer lumen was punctured through, and the inner wire lumen was stretched and bunched.